Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two 350cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination, with bilateral breast capsular contractures (baker grade IV). As a result, the patient underwent bilateral implant removal on (B)(6) 2022. This medwatch form is for the right breast prosthesis.